Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified patient in a public forum had an inflatable penile prosthesis experienced the following: "the bar/deflate button has been activated, a defective pump, kinked (tubing) lines, air in the lines, out of saline fluid or leak in the lines, and standard of bypass feature of all lgx pumps defective". No further patient information was supplied. As the complaint component remains implanted and the product record review revealed no additional information related to the complaint, an overall investigation conclusion code of no problem detected was chosen as the device problem cannot be confirmed. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.